Event description:
The following has been reported: "error 41-0002 up stream sensor. Replaced sensor, passed function test. Returned to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.